Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204/damaged cable/service code 107) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable. Additionally, the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the open wire was excessive force. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving a service code 204 (belt/monitor unusable), a service code 107 (mult abnormal shutdowns), and the belt had a damaged cable.